Manufacturer narrative:
(B)(4).

Event description:
It was reported days after implantation, the patient had complained about chest pain. X-rays found the lead tip had perforated into the pericardium. The patient was scheduled for an open chest surgery and right ventricular apex puncture was closed. The lead was repositioned inside the right ventricular mid-septal. The patient condition is stable and recovering well.